Event description:
It was reported that the customer was treated by the paramedics due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. Prior to the event, the customer gave himself several boluses. The customer was also suffering from a severe cold, and was taking medication to treat it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.